Manufacturer narrative:
The device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) lead that had been implanted for 20 years. Over time, the device had started to migrate down, pulling on the lead, causing it to start to fail. A spectranetics lead locking device (lld) was inserted into the lead to provide traction. The physician began with a spectranetics 14f glidelight laser sheath, but was unable to get past the clavicle. He then switched to a spectranetics 13f tightrail rotating dilator sheath and gained access up to the superior vena cava (svc)/innominate junction. Progress stalled again, so the physician switched to a spectranetics 13f tightrail sub-c rotating dilator sheath. The adhesions were successfully boken up in the svc/innominate area, so the physician switched to a spectranetics 16f glidelight laser sheath with a spectranetics visisheath dilator sheath. They slowly made progress to the svc/ra junction when the patient''s blood pressure started to drop. Rescue efforts began immediately, including pericardiocentesis, rescue balloon and blood products, and the patient became stable. The physician then removed the glidelight device from the body, and used the outer sheath as an access point to place a guide wire. Once the guide wire was placed, it was noted the patient began to bleed again and the rescue balloon was again inflated. A sternotomy was performed, the patient was placed on pump, and an svc/ra junction perforation was discovered. The injury was successfully repaired. At this point, the physician did not feel the patient was stable enough to continue with the extraction. He cut and capped both the ra lead and the lld inside the lead which remained in the patient's body (see MDR #1721279-2021-00206). The physician did not attempt to unlock the lld due to the lead being stretched out from pulling on it. An epicardial atrial lead was successfully placed and the patient survived the procedure. This report captures the 16f glidelight device, last device in use in the area when the svc/ra perforation occurred. There was no alleged malfunction of any spectranetics devices in use during the procedure.